Manufacturer narrative:
Concomitant medical products: w1tr01, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a potential threshold issue as current thresholds were measuring higher than programmed outputs. The lead remains in use. No patient complications have been reported as a result of this event.